Manufacturer narrative:
B3: event date: the events occurred between 29 may and 31 may 2026. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on three separate occasions, during three different continuous veno-venous hemodiafiltration treatments using three prismaflex st150 sets, a sudden drop in return pressure was noticed and an alarm condition related to "return disconnection" was reportedly generated. Two of three treatments were ended without the extracorporeal (ec) blood being returned to the patient. The patient received a blood transfusion of one unit of red blood cells. No additional information is available.